Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the muscle during a procedure, the needle and the thread broke. The suture was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received the packaging for one device. A visual inspection of the returned packaging noted an open foil pouch. No product was returned. As no product was returned, functional testing was precluded. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the muscle during a procedure, the needle and the thread had separated from the swage. The suture was replaced to complete the case. There was no patient injury.